Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 504 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer mentioned getting insulin flow blocked alarms. Troubleshooting was not completed but the pump passed the self and displacement tests. The customer was alleging pump under delivery. The insulin pump will not be returned for analysis.